Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display was scratched and was no longer safely legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2014 with the following: visual inspection confirmed that the display lens was scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.